Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low scan results on the adc device compared to readings obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was unable to self-treat and had contact with healthcare professional (hcp) who obtained unspecified laboratory readings and administered insulin (dose/type unknown) and dextrose for treatment. There was no report of death or permanent impairment associated with this event.